Event description:
The customer stated that she looses insulin into the device when she primes. The customer stated that the reservoir compartment smells like insulin. Explained the customer that it could be the insulin was leaking. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.